Event description:
It was reported that pump displayed malfunction alert in tandem source, and caller noted malfunction code 12 with no notable events before issue. There was no adverse impact to the customer's blood glucose level. Technical support explained that alert indicated pump malfunction, guided caller through pump reset process, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact technical support again if malfunction returned.